Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt pressure in the heart, like someone was sitting on their chest and their blood pressure kept spiking. The patient went to the emergency room and was assured that they were not having a heart attack. The patient inquired about where they could go to have their device reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.